Event description:
On (B)(6) 2013, the site of the ivc filter was accessed via internal jugular. While attempting to retrieve a broken ivc filter, a small dark object appeared under fluoro in the heart. It was determined that the distal marker band broke off the gooseneck snare catheter at the some point during the procedure. The ivc filter had been placed (B)(6) 2013, and a support structure had fractured, which is why the physician decided to remove it with the gooseneck snare.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is unavailable. Additional information has been requested. Should it become available a supplemental report will be submitted.